Manufacturer narrative:
The reported event was addressed with phone support. The customer undocked all usms, power cycled system, and resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the endoscope kept flipping orientation each time it was installed. The surgeon undocked all universal surgical manipulators and power cycled system. System powered and homed successfully, and the system was ready. The tse informed customer if the issue returned, they could remove the endoscope and press arm instrument clutch to clear guided tool change. Then, they could re-install the endoscope and slowly advance. The customer confirmed the reported issue was resolved. The procedure was completed as planned with no reported injury.